Event description:
This initial medical device report ((B)(4)) was received on (B)(6) 2011, from the FDA, regarding a medical device complaint involving a pt that had no adverse event, but experienced device malfunction while on inomax ds. No medical history or demographics were provided for this pt. On (B)(6) 2011, a pt was placed on inomax ds at 20 ppm (parts per million) inhalation continuous, for unk indication. After five hours of therapy, the reading was noted to be fluctuating from 0-40 ppm. The sample lines were switched out twice, and the filters were switched out twice, without success. The inomax ds device was switched out. No harm was experienced by the pt. Therapy was ongoing. The inomax ds was sent to the MFR for investigation. After review of the alarm logs, the logs duplicated the customer complaint, which verified the presence of an electrolyte leakage. The device was sent for remanufacturing.

Manufacturer narrative:
A respiratory therapist reported that inomax ds device #(B)(4), showed nitric oxide (no) values fluctuating between 0 and 40 while the device was set to deliver no at 20 ppm. ((B)(4)). Evaluation summary: examination of the device's service log confirmed fluctuating nitric oxide monitored values. During service evaluation and testing of the device, evidence of leaking 02 sensor electrolyte was found. This issue was previously reported and on investigation was found to be attributable to the construction of the 02 sensor which is sourced from an outside vendor, teledyne. It is possible for the leaking electrolyte to migrate from the sensor location and be deposited on a circuit board, where it can interfere with the stability of a bias voltage provided to the nitric oxide sensor, resulting in fluctuating monitored nitric oxide readings. It is important to note that only the monitored nitric oxide values fluctuate and not the nitric oxide dose delivered to the pt. The root cause for this incident was leaking 02 sensor electrolyte contamination of a circuit board.